Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator oxygen (o2) sensor had a high fio2 reading. The customer evaluated the ventilator and reported that the o2 sensor needs to be replaced. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all tests.